Event description:
It was reported that the patient experienced an underdose with increased pain and trouble walking. It was reported the patient was having problems with the pump. The patient was very concerned of the pump failing due to the medication in the pump. The patient wanted the pump replaced. The drug contained in the pump was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2002. Product type: catheter: product ID 8578, lot# n233706011, implanted: (B)(6) 2010. Product type: accessory. (B)(4).